Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal upgrade after the new device was implanted, fluoroscopy revealed significant movement of the patient¿s rv lead, with noticeable tension. The decision was made to re-prep and dissect down again to the pocket. The lead was seen quite loose. The lead was secured with enough slack for the rv lead. The procedure was completed and fluoroscopy confirmed excellent position. There were no complications and the patient condition was stable.